Event description:
It was reported to medtronic minimed that the customer experienced communication issue between mobile app and carelink. The customer reported blood glucose value of 33 mg/dl. The customer reported hypoglycemia, had an emergency room visit. The event involved product(s) mmt-441ag, mmt-342, mmt-1884, mmt-6101 and mmt-6111. It was reported that carelink connect application not receiving data from the patient and it unable to complete troubleshooting or provide instructions, insufficient information to escalate. No data from minimed mobile app to carelink and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for the communication issue. It was identified that the customer's mobile device was not supported by the app. Instructions were provided to resolve the issue, no escalation required. Troubleshooting was unable to perform due to customer declined it. It was unknown that the customer was using the pump for 48 hours before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-441ag, mmt-342, mmt-1884, mmt-6101 and mmt-6111.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the aware date change which was not included in the initial report. So, the aware date has been changed to 02-jul-2025 as per new additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.